Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their implant wouldn't charge. Patient said probably a week or so after they were implanted, the implant battery was at 30%, and they kept trying to charge the implant, but the implant just stayed at 10% and the charge was going down. Agent asked, patient said they had charged previously. Patient did not have equipment with them at the time of the call to troubleshoot. Patient will call back with equipment for further troubleshooting.